Event description:
T was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.